Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was on palliative care and passed away in their home. Pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.